Event description:
It was reported that during a procedure to treat a lesion in the proximal circumflex artery with moderate calcification and moderate tortuosity, pre-dilatation was performed with a 3.0x20 trek dilatation catheter. A 3.0x38 rx xience xpedition stent delivery system (sds) was advanced with some resistance and slight force was applied to cross the lesion. The sds balloon was being inflated when contrast was noted to be leaking near the hub. Reportedly, the stent was partially deployed; therefore, gauze and a finger were placed over the leak and the stent was deployed at 12 atmospheres; however, the stent was not fully apposed to the vessel wall. The 3.0x38 rx xience xpedition sds balloon was completely deflated without issue and the sds was withdrawn from the patient anatomy without resistance. A nc trek dilatation catheter was advanced and post dilatation was performed to fully appose the stent to the vessel wall. Post procedure when the sds was outside of the patient anatomy, a kink in the proximal shaft was noted near the area of the leak. Reportedly, due to manipulation of the device in an attempt to straighten the shaft of the sds, the hub separated from the proximal shaft and the device was in two pieces. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The kink was confirmed. The leak, partial stent deployment, and resistance during advancement could not be replicated tested due to the hypotube separation noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.